Event description:
Bankart tear with extension superiorly into a type ii slap. Modified transglenoid repair with 7-2/0 pds sutures and suretacs in 2004. Slow rehabilitation. Aggressive physio but range of motion recovery stuck at 100 deg. Ff and abduction; re-scoped in 02/2005. Adhesions and suretac breakdown products at superior labrum. No problems anterior inferiorly at site of bankart repair. V slow only got to 140 deg. Ff 130 abduction, but pt considers this satisfactory for their functional demands.